Event description:
It was reported that "extremely low value was shown on the nihon khoden monitor during use. Actual value shown on the monitor, the shape of the wave form, and other further information could not be confirmed."

Manufacturer narrative:
We received one dpt without any attached components for examination. The dpt zeroed but did not sense pressure accurately on a pressure monitor. Electrical testing showed that the output impedance was unstable. A visual examination found excess solder material on the circuit board. The dpt zeroed and sensed pressure accurately after removal of the excess solder material. It was most likely that the excess solder on traces affected functionality of the dpt. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. Lot number was not provided, therefore review of the manufacturing records could not be completed.